Manufacturer narrative:
No further follow-up is planned. Evaluation summary: a patient's relative reported about the patient's humapen luxura hd device that while he was "injecting the medicine and the exact dose couldn't be administered. The pen was pressing, click sound was coming but the medicine was not given exactly." The patient experienced increased blood glucose. The device was not returned for investigation (batch 1606g08, manufactured june 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to device not working or dose accuracy. All humapen luxura hd devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This report is associated with product compliant: (B)(4). This solicited case, reported by a consumer via a patient support program (psp), concerned a (B)(6)-year-old male patient of unknown ethnicity. Medical history included approximately in the beginning of (B)(6) 2018, his pancreas did not produce glucose, he was drinking too much of water, was crying and had weight loss and he was admitted to the hospital. Type 1 diabetes disease was diagnosed and the blood glucose level was low. Concomitant medications included insulin detemir for diabetes. The patient received insulin lispro (rdna origin) injection (humalog) unknown formulation via reusable humapen luxura half-dose (hd) pen, 2,5 iu (morning) 3 iu (noon) and 2,5 iu (evening) subcutaneously for the treatment of type 1 diabetes, beginning on (B)(6) 2018. On an unspecified date while on treatment with insulin lispro therapy he had high blood glucose level (no reference range was provided) and on (B)(6) 2018, he was hospitalized. It was further noted that while injecting the medication the exact dose could not be administered. The pen was pressed, a click sound was coming but the medication was not given exactly (product complaint: (B)(4) batch: 1606g08). On (B)(6) 2018 he would be discharged. Information regarding corrective treatment and outcome of event was not provided. The insulin lispro therapy was continued. The user of the humapen luxura hd and his/her training status was not provided. The general humapen luxura hd duration and the suspect humapen luxura hd duration of use were not provided. The suspect device, which was manufactured in jun2016, was not returned to the manufacturer. The reporting consumer did not provide the relatedness of event with insulin lispro therapy or humapen luxura hd . Update 21-dec-2018: information received from the responsible complaint personnel on 20-dec-2018. Product complaint reference number (B)(4) was received and processed accordingly. Update 03-jan-2019: additional information received on 02-jan-2019 from the global product complaint database. Recoded the suspect humapen luxura half-dose (hd) pen from model number ms9673 to ms9673a. Entered device specific safety summary (dsss). Updated the medwatch/european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for (B)(4) with associated lot of 1606g08 for humapen luxura hd pen. Corresponding fields and narrative updated accordingly. Edit 09-jan-2019: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added.